Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent did not fully open after deployment. The procedure was completed by replacing and using another device. There were no patient complications reported as a result of this event. The patient is expected to fully recover.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number; therefore, the device manufacture date is unknown at this time. If additional details become available, a supplemental report will be submitted. Block e1: (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.